Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2020 regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient had their pump for 6 years and it was not working anymore, so the patient needed it taken out. No patient symptoms were reported and no further complications were reported or anticipated.